Manufacturer narrative:
(B)(4). Date sent: 9/16/2020. Device analysis: a knotted suture on a wire adjacent to one of the clasp beads was observed during the visual assessment. It is known that sometimes, during the explant procedure, a suture is placed on the device to aid in the extraction of the device. Hence, it is presumed that the suture was placed by the explant facility during the explant procedure. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date sent: 08/28/2020. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was noted that this device had a suture tied to a wire adjacent to a clasp bead. We were hoping to determine at what point the suture was tied to the device. Was the suture present prior to the explant procedure or attached as part of the explant procedure?

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The DHR for lot 25799 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Egd and manometry. No results. On what date did the implant take place? (B)(6) 2019. What is the product code for the linx device that was removed? What is the lot number of the linx device? 25799. When using the linx sizing device what technique was used to determine the size? 17. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Dysphagia, manometry was normal. How severe was the dysphagia/odynophagia before intervention? No score was taken by surgeon. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? 3cm hh. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Patient preference, dysphagiawhat was the reason for removal of the linx device? Dysphagia of solid food. Was the device found in the correct position/geometry at the time of removal? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the linx was ex-planted on 7.1.20 due to dysphagia.